Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: using the automated impella controller with the impella catheter: ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ section: troubleshooting the purge system: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a 62-year-old male in an acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During impella support, the impella stopped without any previous alarm during that day. The patient expired while on impella support.

Manufacturer narrative:
The investigation for the pump stop has been completed. Data logs were not returned for investigation. Returned product was investigated. Visual inspection revealed that there was a large purge gap. Additionally, it was found that phase 2 was an open electrical line. The red handle was opened and there were no visible signs of any break in the motor cable lines. The outside of the patient cable and catheter were visually inspected for kinks or damage, and none were found, so further investigation was conducted to find where in the patient cable or catheter the open line was. Considering the pump was being used well over the approved design life, the impeller purge gap was large, and there was no sign that the motor cables were open due to a manufacturing or component reliability issue, the root cause of the pump stop was determined to most likely be bearing wear. It is most likely that the open line in the motor cable was caused during the product return process following the pump stop. Added- b1-product problem, d9 device return date, g1 reporting contact facility name and address, h6 clinical code 4580 d4-corrected UDI number. G1-corrected MFR site name and address.